Manufacturer narrative:
There was no device issue reported or treatment data available for review. A review of the production records shows the device passed all final inspections and tests. Based on the information provided, this incident has been determined to be a rare risk of the procedure with no evidence of device malfunction.

Event description:
Clinic reported patient with suspected burn in left axilla observed during follow up 24 days post miradry treatment. Dressing was applied, and the patient sent home. During the next follow-up visit 5 days later (29 days post treatment) necrosis was observed (wound size 1.5 cm x 1 cm). Patient was referred to a plastic surgery clinic.